Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings. The customer's blood glucose reading was 537 mg/dl. The customer treated with a bolus. The customer reported calibration error twice. The customer also reported change sensor alarm. The customer was assisted in performing test plug procedure and it passed. The insulin pump will not be returned for analysis.